Event description:
It was reported that 3 bd insulin syringes with the bd micro-fine¿ IV needles experienced incorrect label information. The following information was provided by the initial reporter: the vendor number is the same on the boxes, but one says .036mm (28g) x 12.7mm (1/2"). The other one says .035mm (28g) x 12.7mm (1/2").

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insulin syringes with the bd micro-fine¿ IV needles experienced incorrect label information. The following information was provided by the initial reporter: the vendor number is the same on the boxes, but one says .036mm (28g) x 12.7mm (1/2"). The other one says .035mm (28g) x 12.7mm (1/2").

Manufacturer narrative:
Additional information: d.10. Device available for eval?: yes. Returned to manufacturer on: 14-jun-2022. H.6. Customer returned (300) 1ml, 12.7mm, 28g syringes in shelf cartons from lot # 1067426. The returned samples were examined and exhibited the same condition as shown in the attached photos. Investigation summary: customer returned photos of shelf cartons of 1ml insulin syringes. Customer states that 3 boxes of syringes have 0.35mm printed on packaging instead of 0.36mm. The photos were examined and a shelf carton exhibited 0.35mm printed on the packaging. The correct indication should be 0.36mm. A review of the device history record was completed for batch# 1067426. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before the web changed to 0.36. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. A situation analysis has been opened to investigate this issue. H3 other text : see h.10.